Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple power loss alarm. Customer's blood glucose level was 125 mg/dl at time of incident. Customer reported that power loss alarm reoccurred after battery change. Insulin pump will be returned for analysis. .